Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Conclusion statement: the report of ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all the internal wires were broken. The root cause of these fractures is consistent with the patients report that they ¿fell¿ down some stairs.